Manufacturer narrative:
The device was not accessible for evaluation h3 other text : device not accessible for service.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.

Event description:
The user facility reported that the device overheated during procedure. There was no patient impact, no delay, no medical intervention, and no adverse consequences.